Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited variations in r-wave amplitude sensing measurements. During the lead revision procedure, it was also noted the device showed unexpected battery longevity and the voltage measurements had decreased since the beginning of the procedure. An inquiry as to whether or not the battery voltage measurements made sense was requested. The rv lead was replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 3.00 on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.